Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, after removing the device from the package, it was noted that the stent struts were flared. The device was never used inside the patient and the procedure was completed with another 3.00 x 20 synergy drug-eluting stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, after removing the device from the package, it was noted that the stent struts were flared. The device was never used inside the patient and the procedure was completed with another 3.00 x 20 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.